Event description:
It was reported that the date was incorrect on the pump, cause was unknown. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.